Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebroplasty surgical procedure at t7-9 due to some unknown reasons. Intra-op, physician used a mallet to introduce a needle into hard sclerotic bone of a t9 vertebrae, and had difficulty injecting the bone cement into the t9 vertebrae while using the gun (bone cement filler device). When attempting to remove the needle, the physician pulled the plastic luer adapter off the metal cannula during the removal of cannula, while the cannula was still in the pedicle/vertebral body. The physician was apparently torquing and twisting the handle of the trocar while trying to remove the device. He was able to safely remove the metal cannula from the patient.